Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was planned for an impella cp device implant for mechanical circulatory support and the optical sensor system error was displayed. It was confirmed that the connection cable was properly inserted. As there was no problem with the insertion of the connection cable, the automated impella controller was powered on again and the priming process was reperformed. However, the same alarm displayed. The aic was then replaced. Again, the error alarm triggered, and message was displayed. A pump catheter malfunction was suspected. The impella 5.5 pump was explanted and another impella 5.5 device was implanted with no said error message. There was no report of adverse effects to the patient.

Manufacturer narrative:
The investigation for the optical issue has been completed. Impella cp returned for evaluation. When pump was connected to console, psnr alarm was reproduced. Laser light continuity testing was performed and pump did not pass. Light was observed from the red handle on the catheter side. Upon further inspection, a broken optical fiber was found inside the red handle just before the kink protector on the catheter side. Data logs were reviewed and optical parameters out of box are consistent with a fiber break. Psnr alarm also noted in rt logs. Clinical details noted that during priming process an "optical senor system error" was noted. Attempted to restart console and restart priming, then console was changed and did not resolve the issue. No excessive force was applied when handling the pump. A new pump was connected to the console and alarm was resolved. The root cause of the optical signal issue was a damaged fiber. Corrections to the initial MFR report: added d6a/d6b.